Manufacturer narrative:
Batch review performed on 11 november 2025. Cup: mpact 01.32.150mb mpact dm acetabular shell d 50 (k143453) lot 2108086: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 16-nov-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 years 11 months from the primary, the patient came in reporting pain and the cause is unknown. The representative reported that the cup was anteverted and that the patient was experiencing impingement. They initially suspected the issue was due to a loose cup, but upon further inspection the cup was found to be well fixed. It was observed that the actual problem was malposition, specifically excessive anteversion. The surgeon revised medacta cup and liner to a competitor cup and liner and medacta head to a new medacta head. The surgery was completed successfully.